Event description:
It was reported that a wire break occurred. A 6f guidezilla ii was used for the percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that while advancing the ptca balloons, two different balloons were torn. The physician removed the guidezilla, inspected it, and found that a wire from the braiding had protruded from the guidezilla, which caused damage to the other ancillary devices. The procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure. The issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event.

Event description:
It was reported that a wire break occurred. A 6f guidezilla ii was used for the percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that while advancing the ptca balloons, two different balloons were torn. The physician removed the guidezilla, inspected it, and found that a wire from the braiding had protruded from the guidezilla, which caused damage to the other ancillary devices. The procedure was completed with an alternate device. There were no patient complications.